Event description:
During a replacement surgery for high impedance (captured in manufacturer's report # 1644487-2012-03355), it was reported that the generator was explanted due to end of service. Product analysis was completed on the returned generator and an end-of-service warning message was verified which was found to be associated with the output being disabled by the pulse generator. Physical evidence on the case exterior (burn marks) suggest the device was subjected to a high energy source such as electro-cautery equipment. Once the output was re-enabled, results of diagnostic testing indicated the device was operating properly and electrical test results showed that the pulse generator performed according to functional specifications with approximately 53% of the battery consumed. Based on the burn marks observed on the generator, it appears that electrocautery was used during the surgery which caused an asic latch-up condition in the generator. Other than the burn marks on the can and resulting pulse disable condition, there were no additional adverse functional, mechanical, or visual issues identified with the returned generator. As the generator was not found to be at end of service, it is currently unknown if the generator was explanted due to the end-of-service warning message that was received or if the replacement of the generator was planned prior to the start of surgery.

Event description:
Reporter indicated the vns generator replacement was planned prior to the surgery, and was prophylactic.